Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 35 mg/dl. Review of the pump data logs by tandem technical support verified that the pump was functioning as intended; however, the customer maintained the belief that the pump had malfunctioned and delivered too much insulin. Customer consumed glucose tablets, adjusted pump basal rates, and disconnected from the current pump to use a previous pump to address bg. The customer reverted to an alternate method of insulin therapy.